Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 complaint conclusion: as reported, the balloon of a 3mm x 30cm saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured as 4 atmospheres (atm). An unknown device was used as a replacement and was able to inflate to nominal pressure. There were no reported injuries to the patient. Thie was during a procedure to treat a lesion below the knee which had calcification. An unknown guidewire crossed the lesion prior to the use of the saberx pta balloon catheter. Additional information was requested but was not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82253775 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " balloon burst at/below rbp" could not be evaluated. The exact cause could not be determined. The reported calcification may have contributed to the reported event; it is likely to have caused damage to the balloon material that led to its rupture. According to the warnings in the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82253775 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 3mm x 30cm saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured as 4 atmospheres (atm). An unknown device was used as a replacement and was able to inflate to nominal pressure. There were no reported injuries to the patient. The was during a procedure to treat a lesion below the knee which had calcification. An unknown guidewire crossed the lesion prior to the use of the saberx pta balloon catheter. Additional information was requested but was not provided. The device will not be returned for evaluation.